Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Most likely underlying root cause: mlc-5- incorrect control solution used. Test strip (B)(4). Note: manufacturer contacted customer on 5/31/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer had no symptoms. No medical attention reported. Customer satisfied with the product.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling thirsty. Medical attention is not reported as a result of the actual blood glucose results. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is approximately one month ago. The meter memory was not reviewed for previous test result history. Customer states that she tried to run the control solution test twice and got e-5 error twice with the test. Customer was trying to use the true test control (5ac1b84) I verify that the e-5 error is being seen after the control sample has been applied. Customer is using the wrong control.